Event description:
It was reported to boston scientific corporation that an endovive safety peg kits pull method device was used during an esophagogastroduodenoscopy (egd) procedure performed in 2009. According to the complainant, while using the snare to grab the blue end of the peg tube to pull it through the patient's abdomen, a snap was heard. The snare would no longer open or close. The patient experienced mild respiratory distress and the procedure was lengthened by 10 minutes. Another device was used to complete the procedure (unknown manufacturer). There was no serious injury reported as a result of this event. At the conclusion of the procedure the patient's condition was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.